Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The 80% stenosed, 35mm in length, eccentric, de novo target lesion was located in the mildly calcified, moderately tortuous and 2.75mm in diameter right coronary artery. The lesion contained >45 and <90 degrees bend. After a non bsc guide wire crossed the lesion, predilation was performed and a 2.75x38mm promus element¿ plus stent was advanced but was unable to cross the lesion. The procedure was completed using a 2.75x24mm promus element¿ stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the device's tip. The stent struts at the proximal end of the stent were bunched together and misaligned. This damage is consistent with the stent meeting a resistance or an obstruction during the withdrawal of the device. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the device's markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).